Manufacturer narrative:
Analysis identified o-ring wear of the motor that was not considered a significant anomaly. Eval code-conclusion updated to 71. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported the patient complained their myptm did not correlate with the dose restriction intervals and set bolus times. There had been numerous complaints regarding this since 2016. Errors 89 appeared in the logs due to the patient attempting to bolus himself frequently. It was unknown what troubleshooting was performed. Actions taken to resolve the event included replacing the pump on (B)(6) 2017. Contributing factors to the event included the patient attempting to bolus himself frequently. The issue was resolved and the patient status was alive - no injury. It was stated the patient was not impacted. The pump would be returned. There were no reported symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated "that the reason for replacing the pump was that the pump was refusing boluses by ¿skipping¿ the time limit specified. E.g. Instead of administering a bolus five hours since the last bolus, the pump allowed a bolus 10 hours later. The symptoms were a pain cycle in each and every case!." It was also reported that "failing to administer a bolus at a specified time is a ¿programing or electronic¿ problem." It was also stated, "I am concerned that the real cause of the replacement was not determined." Additionally, it was reported the hcp was "grateful to medtronic for replacing the faulty pump."